Event description:
My husband is a type 1 diabetic. He uses a libre 2 cgm' to monitor his blood sugar and alert him with low glucose levels, especially when sleeping. However, he has received two batches of sensors that either are completely malfunctioning, giving him a " sensor error" message, and this last batch now gives him a reading that is anywhere from 40 to 100 points different than his blood glucose reads using a finger stick. The sensor alarms at about 56 for low blood glucose. With it being 100 points higher than a finger stick, he will be dead before the cgm' alarms! We have reported this issue to abbot three times. Their response is to just send more sensors. Poor quality sensors. And when I talk to a company representative about the sensors regularly being 20-40 points off, their suggestions are to just do a finger stick at the same time and learn to adapt to the difference. That much difference when administering insulin, if not double checked, could cause death from overdose of insulin!! I am a retired rn, and this device is a disservice to the diabetic community. Neither patients nor professionals can trust this equipment. The lot numbers off the cgms are: ktp009179 and ktp010556. Reference report #mw5165388.